Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting and reconnecting the heater bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a system error (se) 2240 alarm, a technical service representative discovered that a home patient (hp) disconnected and reconnected the heater bag during dwell 6 of 6 of automated peritoneal dialysis (apd) therapy. The hp reported that disconnecting, blowing into, and reconnecting the bag because it was empty and would not refill. Upon follow up the hp indicated that the programming was changed by a registered nurse to address the empty heater bag. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.